Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer charged the pump, and subsequently the pump turned on. The customer reported that the pump settings were missing. The customer's blood glucose level was 447 mg/dl. The customer administered a manual injection. Reportedly the customer will continue to use the pump for insulin therapy.